Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a "spinal fluid leak" as a result of a pump surgery in 2005. It was noted that the patient had surgery to repair it, though it was stated that he had the leak for three years before the surgery took place. During the same surgery, a "tethered spinal cord" was found, which they "released." No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID neu_unknown_cath, product type catheter. (B)(4).